Event description:
It was reported that post a coronary stenting treatment procedure, the patient experienced coronary artery disease and underwent intervention. The target lesion being treated was located in the distal left circumflex (lcx). The lesion was 80% stenosed, 2.5mm in diameter and 16mm long. The lesion was treated with predilation and placement with a 2.5x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Source reports that the distal disease of the left anterior descending (lad) will be treated medically. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient experienced chest pain and abnormal stress test results. Coronary angiography revealed 80% stenosis at the bifurcation of the 1st and 2nd obtuse marginal arteries. Per source documents, prasugrel was discontinued and aspirin dose was increased. The patient was scheduled for coronary artery bypass graft (CABG). In (B)(6) 2011, the patient underwent successful three (3) vessel CABG with left internal mammary artery(lima), lad, saphenous vein graft (svg) to 1st obtuse marginal (om) and svg to 2nd om. The event was considered resolved 1 day later without residual effects. The patient was later discharged 4 days later on clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).